Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9317862, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-13, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during priming insulin does not flow with a bd ultra fine¿ pen needles. This occurred on 41 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that when the consumer attaches his pen needles to his insulin pen, nothing comes out during priming.

Event description:
It was reported that during priming insulin does not flow with a bd ultra fine¿ pen needles. This occurred on 41 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that when the consumer attaches his pen needles to his insulin pen, nothing comes out during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: customer returned (33) open 4mm, 32g pen needles from lot # 9317862. Customer states that nothing comes out during priming. All returned pen needles were examined and 20 out of 33 samples exhibited a broken non patient end of the cannula. Ten out of 33 samples exhibited a bent non patient end of the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.